Manufacturer narrative:
A getinge fse evaluated the unit and found that, unit battery backup is low. To fix the issue the fse replaced both batteries. He then performed all functional and safety checks to factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, e1 (name & email), e2, e3, g3, g6, h2, h10, h11. Corrected data: b5, b6, b7, d10, h6 (clinical& impact).

Event description:
It was reported that during routine check , the cs100 intra-aortic balloon pump (iabp) units backup battery is low. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) units backup battery is low.